Event description:
Customer reports that her meter read lo (less than 10 mg/dl) on her display after she inserted strip and before she dosed the strip while using the active system. No quality controls were run. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.